Manufacturer narrative:
(B)(4). If additional relevant information, is received a follow-up will be submitted.

Event description:
The customer contacted baxter's technical service center regarding therapy assistance which occurred on the homechoice (hc) machine during use, and the patient was not connected. The home patient (hp) stated he was setting up the machine and a bag fell and became disconnected. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2013 and the hp stated that he woke up in the middle of the night and discovered that the bag had fallen off and disconnected; hp stated that he was connected and this occurred during therapy at an unknown process step. The hp stated that there was nothing unusual with his supplies and that he was very tired when he was setting up for therapy that night. The hp stated that he had probably not properly connected his supplies and, had he not been so tired that evening, wouldn't have had a problem with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12h12012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Per the customer the sample was not available, therefore no sample evaluation could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). If additional relevant information is received a follow-up will be submitted.